Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has been off the sensors since saturday. Customer stated that he needs adjustments on his settings. Customer stated that the doctor set his target range to be 90 to 120. Customer would like it to be 200 mg/dl because when he takes insulin and eats a salad, his blood glucose level goes up to 400 mg/dl. Customer will request for his settings to be adjusted by his doctor. Customer does not trust the pump and sensors. Customer declined being transferred to the helpline for troubleshooting. Customer stated that the pump and the infusion sets are delivering insulin but it is not bringing his blood glucose levels down. No further assistance required.